Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise with isometrics. The atrial sensitivity was reprogrammed and the physician will continue to monitor. Additional information received approximately 8 years later reported that this ra continued to exhibit noise with oversensing. Egm review was also requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to right atrial (ra) undersensing concerns. Technical services (ts) explained that the intrinsic p-waves were labeled as pvcs because the ra signal was falling into the cross chamber blanking. It was noted that the patient was in hospice care, and the observed rhythm was either slow ventricular tachycardia (vt) or accelerated junctional. Patient will continue to be monitored. This crt-d system remains in service. No adverse patient effects were reported.